Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil had migrated into her uterus/ migration of essure device"), device breakage ("device breakage") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure (batch no. A78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6) 2005 and (B)(6) 2010). Previously administered products included for an unreported indication: depo provera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 7 days after insertion of essure, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches/ head pain (severe)") and pelvic pain ("pain/ pelvic pain (severe)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/ abdominal pain (severe)"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ back pain (severe)"), uterine pain ("uterine area pain (severe)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent minilaparotomy bilateral salpingectomy and essure removal, hysteroscopy with d & c.). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, uterine pain and genital haemorrhage had resolved and the device breakage, vaginal haemorrhage, menorrhagia, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: no spillage through the fallopian tubes; in (B)(6) 2013: fallopian tubes were bilaterally occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil had migrated into her uterus/ migration of essure device"), device breakage ("device breakage") and genital haemorrhage ("excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. A78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6) 2005 and (B)(6) 2010). Previously administered products included for an unreported indication: depo provera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 7 days after insertion of essure, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches/ head pain (severe)") and pelvic pain ("pain/ pelvic pain (severe)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/ abdominal pain (severe)"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ back pain (severe)"), uterine pain ("uterine area pain (severe)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent minilaparotomy bilateral salpingectomy and essure removal, hysteroscopy with d & c.). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, uterine pain and genital haemorrhage had resolved and the device breakage, vaginal haemorrhage, menorrhagia, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: no spillage through the fallopian tubes; in (B)(6) 2013: fallopian tubes were bilaterally occluded most recent follow-up information incorporated above includes: on 12-feb-2018: new events added: abnormal bleeding (vaginal, menorrhagia), headaches/ head pain (severe), pain/ pelvic pain (severe), device breakage, uterine area (severe), excessive bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil had migrated into her uterus.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent bilateral salpingectomy with essure removal.). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, menstrual disorder and migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.